Event description:
A malfunction was reported on the customer's pump but did not cause blood glucose levels to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement pump. Technical support confirmed the pump's warranty status and arranged to send a replacement with updated software, providing instructions on necessary steps and return procedures. The replacement was scheduled to be shipped and delivered on specific dates, and the customer was informed and acknowledged all instructions.